Manufacturer narrative:
Patient information was not made available from the site. On 08/23/2016 a medtronic representative performed an imaging system check-out, mechanical, cable grade & system inspection areas passed. Imaging modalities test failed. Mobile view station (mvs) system board f11 fuse blown. Replaced mvs board fuse. Issue resolved. System performed as intended. Return requested. Two (2) replacement fuses 20a 250v shipped to site. No parts have been received by manufacturer for analysis. On 08/24/2016 a medtronic representative, following-up at the site, reported that one of the imaging system replacement fuses was not seated properly and was removed and reinserted onto the fuse holder and power was restored. There was no delay to the surgery. Got the spin off after re-adjusting those fuses. No impact on patient. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a procedure, the site's imaging system fully booted when the mobile view station (mvs) suddenly started making a beeping sound. In trouble-shooting, confirmed the line power light was not lit and the charging light on the image acquisition system (ias) was not lit. The medtronic representative replaced the imaging system fuses, normal function was restored, however, the lights went out again and the back-up battery power became active. The surgeon opted to continue and completed the procedure with the use of the imaging system and the navigation system. There was no delay of therapy reported. There was no impact on patient outcome.